Event description:
Same case as MFR ID#: 2134265-2011-04500, 2134265-2011-04518.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this event is resolved without residual effects. It was previously reported that it was resolved with residual effects.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented at the time of the index procedure due to ccs class 1 stable angina. Cardiac catheterization revealed two target lesions. The first was a 70% stenosed and 6mm long lesion located in the distal left anterior descending coronary artery (lad) with a reference vessel diameter of 2.5mm. It was treated with direct stent placement of a 2.5x8mm taxus liberte stent resulting in 9% residual stenosis. The second was an 80% stenosed and 26mm long lesion located in the mid lad with a reference vessel diameter of 2.5mm. This was treated with direct stent placement of a 2.5x28mm taxus liberte stent resulting in 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011, the patient was hospitalized for an elective cardiac catheterization which revealed 70% diffuse in stent restenosis of the mid lad. The patient later underwent quadruple coronary artery bypass graft surgery including left internal mammary artery to the lad and reverse saphenous vein graft (svg) to the ramus, reverse svg to the obtuse marginal and reverse svg to the right posterior descending. In addition, the patient also had aortic valve replacement, articure maz procedure and left atrial appendage clipping. The patient was discharged 5 days after surgery. The event is reported to be resolved with residual effects. It is the opinion of the physician that this event is not related to the taxus liberte stent.